Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable frayed at the scissor grip. The grip hub has a peak across the cable groove that may have contributed to the fraying. The tube extension is broken at the proximal clevis interface, the clevis is not dislodged. A .150 by .250 inch broken piece of the tube extension was found loose in the shipping box. Engineering determined that the tube extension may have been damaged during shipping. Engineering also observed the main tube has a section with material removed all around the tube. The damaged area is parallel to the tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.

Event description:
It was reported that during the sterilization process a frayed cable was found on the monopolar curved scissors instrument. No add'l info was provided. No pt harm, adverse outcome or injury was reported.